Event description:
The customer reported that while the unit was on a pt the line cord shorted between the connector and the cord causing the cord to melt. The pt was switched to another unit and therapy was continued. No pt injury was reported.